Event description:
It was reported that telemetry issues occurred. Use of the antenna locator resulted in a por being displayed on the recharger with then lead to the normal recharging screen.

Manufacturer narrative:
(B)(4).